Manufacturer narrative:
The device was returned for evaluation. The visual inspection performed on the returned device revealed that no issues were noted. Functional evaluation of the returned device revealed fluid leaking from the pump cartridge when connected to the fluid source. Further investigation showed that the device's feed line was loose. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. A review of complaint history based on the historical data revealed similar previous events; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. Potential factors contributing to the leak include misuse, rough handling, or excessive force applied to the device, which may have caused the feedline to become loose. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Additional information: h6 (investigation findings), h11. H11: the device was not returned for evaluation; therefore, a device analysis could not be performed. However, the provided image was reviewed and revealed that the device has water leak. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. A review of complaint history based on the historical data revealed similar previous events; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A factor that could contribute to the reported event include that the console has become worn from use or that the handpiece was not full rotated 90 degrees as specified in the instructions for use. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during wound debridement surgery, one versajet exact assy, 15 degree x 14mm was leaking water; the procedure was resumed after a significant surgical delay using a s+n back-up device and no injury was reported as a consequence of this issue.